Event description:
It was reported that: the sheath body was found bent upon opening the package. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one opened cath-lab sheath introducer kit for analysis. No signs of use were observed on the returned components. Visual inspection revealed that the sheath and dilator were kinked and deformed in several locations. The tray was observed to be damaged in multiple locations. Packaging r & d engineers were contacted regarding this complaint investigation. They indicated that based on the component damage and the tray damage, that the defect is likely a result of the dilator/sheath assembly coming out of its intended location within the kit due to excessive handling during shipping/transportation. A device history record review was performed with no relevant findings. The customer report of a kinked sheath was confirmed through complaint investigation of the returned sample. Visual inspection revealed the sheath/dilator assembly and kit tray were kinked and deformed in several locations. Damage to the packaging tray was also observed. The damage to the components and tray is likely a result of the dilator/sheath assembly coming out of its intended location within the kit due to excessive handling during shipping/transportation. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on these circumstances, and the comments from packaging r & d, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: the sheath body was found bent upon opening the package. Therefore, a new kit was used instead.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: the sheath body was found bent upon opening the package. Therefore, a new kit was used instead.